Event description:
Boston scientific received information that the patient with this implantable lead presented to the emergency room after experiencing a syncopal episode. While in the hospital long pauses in pacing were noted. The patient was reported to have been hyperchloremic. A rise in thresholds was also noted. A technical services consultant discussed possible causes for the clinical observation with the local boston scientific field representative. It was reported that the patient underwent a lead revision procedure where the lead was repositioned and remains in service. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.